Event description:
The customer reported multiple motor error alarms during the rewind process. The customer stated that the insulin pump was worn during an MRI scan previously. Unable to conduct the displacement test due to the repeated motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.